Event description:
It was reported that bd¿ sharps collector would not allow the pen needle to fit into the hole of the sharps container with the outer cover on. No serious injury or medical intervention was reported.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. DHR review of the risk management file for this issue shows that the risk for this issue is low.

Manufacturer narrative:
Date of event: unknown. Medical device expiration date: n/a. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd¿ sharps collector would not allow the pen needle to fit into the hole of the sharps container with the outer cover on. No serious injury or medical intervention was reported.